Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was constantly illuminated and it should have been flashing. Device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) and that it had performed to spec up to (B)(6) 2012. On (B)(6) 2012 the device failed the weekly self-test because of a low battery. The device would have switched to fault mode and the user would have been alerted with the status indicator flashing red and the device issuing an audible warning message. Investigation confirmed that there was a fault with the device membrane, which caused the green led to remain constantly illuminated and not flash as intended. This resulted in an excess current drain of the device, which could have caused premature depletion of the pad-pak (battery and electrodes). The pad-pak was not returned with this device and was not tested as part of this investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.